Manufacturer narrative:
Product analysis #(B)(4):analysis information -- (B)(4) product ID# 3058:analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The rep was in the operating room (or) doing a full implant. When placing the lead into the ins, the healthcare provider (hcp) couldn't torque down the setscrew on the lead; an out of box failure was reported. The rep noted the hcp used a second ins which tightened down. The call center provided the caller with the case number and then transferred them to customer service to get credit for the device. The device was not used in the and there was no patient injury; the consumer recovered without sequela. No patient symptoms were reported and no further complications have been reported as a result of this event.